Manufacturer narrative:
(B)(4).

Event description:
Ok it was reported that the patient presented in clinic for routine follow up. Upon interrogation the pulse generator exhibited 2 second pause no output due to noise being oversensed. No changes were made and the patient would be monitored. The patient was asymptomatic and was discharged home in stable condition.